Manufacturer narrative:
Section b5: previous report of thrombus captured in manufacturer report number 2916596-2019-05653. Manufacturer's investigation conclusion: review of the submitted log file confirmed power elevations; however, the report of suspected thrombus could not be confirmed as there is no product available for investigation. A specific cause for the report of power elevations and a history of suspected thrombus status could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. It was reported on (B)(6) 2020 that the patient had a history of pump thrombosis status after the pump exchange on (B)(6) 2019. It was reported that the patient had high device power and flow, and an echocardiogram was pending. The patient¿s lactate dehydrogenase (ldh) was stable as of (B)(6) 2020, and the patient was without end organ dysfunction. A review of the submitted log file from (B)(6) 2020 found that the pump maintained a stable speed without issue. Transient power/estimated flow elevations were captured on (B)(6) 2020. The system appeared to be operating as intended and there were no notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no additional complaints at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05dec2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a history of pump thrombosis and has had high flows and high powers. The patient's echo is pending and the lactate dehydrogenase (ldh) was stable. There was no end organ dysfunction. The log file captured a small cluster of elevated powers on (B)(6) 2020. These pump powers went back down to the baseline range.